Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 209 and 362 mg/dl. The customer¿s expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/17/2023 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history (date not set for results 2-5): result 1: 267 mg/dl, date: (B)(6) 2022, time: 7:12 pm, non-fasting. Result 2: 209 mg/dl, date: (B)(6) 2022, time: 6:22 am, fasting. Result 3: 362 mg/dl, date: (B)(6) 2022, time: 6:21 am, fasting. Result 4: 246 mg/dl, date: (B)(6) 2022, time: 6:09 pm, unsure if fasting or non-fasting. Result 5: 195 mg/dl, date: (B)(6) 2022, time: 12:31 am, unsure if fasting or non-fasting.

Manufacturer narrative:
Sections with additional information as of 27-sept-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: defect found on returned meter - e-0. Reported defect not reproduced on returned strips. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Product evaluation has been completed. Returned product was forwarded to r&d chemistry for root-cause. R&d investigation has been completed and root cause selected. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.